Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had inaccurate sensor readings. The customer stated that initially the sensor glucose was 50 and blood glucose was 74 mg/dl. He drank soda and glucose tablets and blood glucose went up to 168 mg/dl, but sensor reading was 40 and the insulin pump went into threshold suspend. The customer indicated that he received calibration error and change sensor alerts. The customer removed the sensor and stated the sensor cannula was not bent. The sensor will be returned for analysis.